Event description:
The patient's IV site was initiated in the emergency room in the left antecubital fossa. Forty-eight hours later the site was found to have "extensive cellulitis" involving "3/4 of the left arm." The patient was treated with an unspecified IV antibiotic and local site care. The patient recovered. The report source indicated that the clinicians are not swabbing the clave prior to accessing the clave port as per the label instructions. In addition, the patient received IV phenergan through the IV site. The customer believes the cellulitis may have been due to IV push "phenergan" use, because this has occurred freqeuntly in the past. The facility had implemented a policy requiring diluent usage with phenergan, however the reporter was unsure whether the diluent was used with this patient. Though requested, no additional information was provided.